Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unk. Items marked "ni" are unk to us at this time. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the aortic cutter was being prepped by removing the protective cap and pressing the safety button. At which time the device made a pop noise and it cracked, partially opening along the seams on the side. The activation button was not deployed. A new kit was used to complete the procedure. There were no pt effects. The product was discarded.